Manufacturer narrative:
The insulin pump had blank flashing white lcd due to cracked lcd controller. Insulin pump received with cracked glass. Insulin pump received with scratched lcd window and case. Scratches impede visibility of screen. Insulin pump received with cracked keypad overlay at select button. Insulin pump received with pillowing keypad overlay. Insulin pump received with detached end cap. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that insulin pump fell down on the road and the whole pump was damaged. Customer states type of damage was crushed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.